Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(4).was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4).was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where incorrect dispense amount was displayed. A technical support specialist (tss) found that the use dispense amount option was enabled in both the formulary and device settings. The tss informed the customer that, to prevent the system from using the dispense amount during removal, this option must be unchecked either in the facility formulary or within the device settings. The tss reviewed removal transactions where the remove quantity was listed as 1 for the same med ID from the same device and confirmed that both associated orders included a dispense amount. The tss went over the dispense amount configuration in both the order details and formulary settings, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the dispense amount was incorrect. The customer reported that the patient had a dispense amount of 15. This caused the medstation inventory to be inaccurate because it deducted 15 items each time a vend transaction occurred. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.